Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11p6v, implanted: (B)(6) 2015, product type: lead. No device analysis was performed; the device met risk-based analysis criteria.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary d ysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was presented in the clinic with an infection at the implant site. A revision and the device's initial programming was conducted on (B)(6) 2016. The infection was determined to be (B)(6). The hcp later reported the patient had contacted the clinic on (B)(6) 2016. The hcp stated the stage one was (B)(6) 2015, the stage two was (B)(6) 2016, and the patient had failed to keep their follow up appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.